Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar surgery at l4-5 to treat lumbar spinal canal stenosis. It was reported that during final tightening of the l4 set screw the driver tip broke off. The tip of the driver was scraped off using a diamond bur and irrigation was conducted. No fragments were left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~1.5mm of the instrument¿s tip has been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification. There are witness marks on the side of the torque scale from the scale being maxed while in use. The above findings are consistent with torsional overload.